Manufacturer narrative:
Batch review performed on 22-nov-2021. Lot 2011782: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-feb-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection after about 1 month and a half from the primary surgery. The surgeon performed a washout and revised the poly and the surgery was completed successfully.